Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. Event log shows data reverted to 2005. Investigation shows that time and data are off. Pump not in use for too long a period draining clock battery down. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: charge clock battery by leaving pump turned on for 4 days. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.

Event description:
It was reported that the device was having internal battery issues. No patient injury was reported.